Manufacturer narrative:
A patient experiencing fractured extensions was reported to abbott. The patient extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-14534. It was reported that the patient experienced multiple falls, which lead to the extensions being fractured. The patient underwent surgical intervention on (B)(6) 2021 wherein the extensions were explanted and replaced. Effective therapy was restored post-op.